Event description:
It was reported that the patient underwent a surgery for disc herniation at l5-s1. The nerves were damaged by a dilator during the procedure. The surgeon is monitoring the patient.

Manufacturer narrative:
Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event.